Event description:
It was reported that the event occurred during insertion while in the cath lab. Indication for use: cardiogenic shock, the md inserted the intra-aortic balloon (iab-s730c) through the super arrow-flex (saf) sheath without issue via the patient's right side. The md couldn't inflate the iab perfectly event though the instructions for use was followed exactly: saf sheath with kinking issue. As a result, the md removed the failed iab and sheath together as one unit successfully. A new kit was opened and inserted via the same insertion site. The procedure was completed successfully as planned with the second kit. There was no report of patient death or injury. Medical/surgical intervention was required. There was an approximate 10 minute delay or interruption in therapy with no harm to patient. Updated information received on (B)(6) 2014 reported that there were no report of patient complications. The patient outcome was okay.

Manufacturer narrative:
(B)(4).